Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the jetstream xc-2.1 atherectomy catheter. The electrical and the effluent lines were cut by the facility and not returned for analysis. The shaft was microscopically examined. Blood was present inside the device. Visual inspection of the shaft revealed that the infusion shaft was burst 87cm ¿ 89cm proximal of the tip. There was numerous buckling/kinking of the shaft distal of the burst infusion shaft, all the way to the tip. Functional testing is not possible due to the damage on this device and the due to the facility cutting off the electrical and effluent lines. The buckling causes the fluid to back up inside of the infusion sheath and cause the infusion sheath to burst proximal of the buckling. When this happens the device leaks fluid from the burst area and the performance of the device diminishes. This was the case on this device. Buckling is usually caused by the device being pushed, pulled and torqued in the introducer sheath during the procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the catheter burst. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the proximal to mid superficial femoral artery. During the procedure, the catheter burst 70-80cm proximal to the catheter tip. The burst location was on the portion that would enter into the patient. The catheter leaked saline after the shaft burst; however no leaks were noted prior to the event. No error message displayed. The procedure was completed with a different device. There were no patient complications and the patient's status is fine.

Manufacturer narrative:
Age at time of event: late 50's or 60's. (B)(4).

Event description:
It was reported that the catheter burst. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the proximal to mid superficial femoral artery. During the procedure, the catheter burst 70-80cm proximal to the catheter tip. The burst location was on the portion that would enter into the patient. The catheter leaked saline after the shaft burst; however no leaks were noted prior to the event. No error message displayed. The procedure was completed with a different device. There were no patient complications and the patient's status is fine.